Event description:
It was reported that during an unknown procedure, the device was new but it shot only one clip. Use attempted to make a new shot but did not respond, others are within the clip device. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4) = clip jammed. The analysis results of the er320 device found that it was received with the jaws closed and partially fired. The returned device was noted to have the jaws yielded. In an attempt to replicate the reported incident, the cycle was completed and the jaws remained in the closed position. The device was manually assisted to open the jaws, however no clip was fed. Upon further inspection 3 clips were noted to be overstacked in the clip track jamming the firing mechanism. No further functional test could be performed due to the returned condition of the device. It could not be determined what to may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.